Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02851,1627487-2020-22942, 1627487-2020-22943 it was reported patient had infection at the lead site and was treated with oral antibiotics. As a result, to address the issue patient underwent surgical intervention, wherein the entire scs system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that infection has resolved.